Event description:
It was reported that during menisectomy while utilizing a tristar, one of the three rays of active electrode was damaged and came off into the joint. The broken piece was retrieved by using an irrigation of a shaver.

Manufacturer narrative:
(B)(4). Visual inspection under magnification shows the top left electrode has been detached with jagged edges present where detachment occurred. The top right electrode has been bent with damage to the screen. There are scuff marks as well as discoloration present around the spacer and exposed shaft. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was created on the remaining electrode legs. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the detached electrode includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. Use error cannot be ruled out as a contributing factor.